Manufacturer narrative:
The insulin pump received with blank display due to moisture damage electronic assembly. The insulin pump was unable to performed functional test due to blank display. The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump went to blank display after being exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.